Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs. No add'l info is available at this time. The devices are not available due to the ongoing litigation.

Event description:
It was reported that, "it was reported through the attorney for the pt, as a result of a legal claim that allegedly, "on or about (B)(6) 2009, the pt underwent a left total knee arthroplasty at jack hughston memorial hospital." It was further alleged that, "following the surgery, the pt suffered from severe pain and discomfort." It was further alleged that, "on (B)(6) 2009, the pt underwent a painful, complex revision surgery to remove and replace the triathlon tibial insert." It was further alleged that, "on (B)(6) 2010, pt was once again forced to undergo revision surgery, this time removing the entire triathlon knee system. Pt has undergone three add'l revisions."